Event description:
Device malfunction: suture broke. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the suture broke. The device was removed and hemostasis was achieved by an unknown method. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.